Event description:
Attorney's report of pt's alleged "personal injuries she sustained as a result of the davol/bard composix kugel mesh patch."

Manufacturer narrative:
We are in the process of trying to obtain the subject product for evaluation. However, it has not been returned to date. As a result, no conclusion can be drawn at this time. We will submit a follow up report when, if the subject product is returned and evaluated.